Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that an end of service (eos) error code was seen, and that their battery was replaced on date notified due to eos. The battery capacity was showing as 2.84v, and that there is a lower than average impedance on the c-1 pair which the patient is using for therapy as it provides the best benefit. The electrode impedance for this pair is 378 ohms and the therapy impedance is 376 ohms. The patient uses stimulation 66% of the time and shuts stimulation off at night about 90% of the time, with an associated dissatisfaction with the implantable neurostimulator (ins) longevity. The patient's last 2 inss have not lasted as long as the previous devices either, and therapy has not been as good as it had been since implant on (B)(6) 2015. Longevity calculations were taken which showed that at 3.5v 22 months is obtained at eos, and at 4.0v, 18 months is obtained. The settings were as follows, 4.0v, c+1, 1-, 90us, 185hz. At (B)(6) 2015 the ins was at 4.5v, (B)(6) 2015 4.0v, (B)(6) 204 3.5v. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
Analysis of the ins 37602 activa sc neurostimulator s/n (B)(4) found insignificant anomalies. Based on the parameters received from the initial review, the ins experienced a normal battery depletion.

Event description:
Additional information received from the rep reported that no cause was determined. It was stated that the surgeon and neurologist agreed the next surgical action will be to determine if the short is on the lead or extension and revise, or replace the ins if the patient prefers. Impedance measurements taken on date notified showed no out of range electrodes, with a group a impedance of 332 ohms. Returned product paperwork also stated that the ins was removed due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.